Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support and no further issues have been reported. The hmii IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient went into ventricular tachycardia while bending over. The patient's mdt ICD shocked them 6 times until their rhythm converted on its own. The clinicians believe that the patient had a suck down when they changed their position due to the lvad speed and hypovolemia. The lvad speed was adjusted to 9200 from 9600. The patient was taken off sildenafil and their lasix dose was decreased. The ICD was not an abbott device.